Manufacturer narrative:
(B)(4). The lot was manufactured between may 25, 2017 ¿ may 26, 2017. The device was received for evaluation. During visual inspection, it was noted that the white fill port cap was missing. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a reported that a large volume infusor was missing the white fill port cap. The issue was identified before use. There was no patient involvement. No additional information is available.